Event description:
It was reported that during an unknown procedure, the hand switch was non-functional at the self-check test. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/06/2008. Information is unavailable; device was not returned for evaluation.